Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the device now shows that it is "working" although they cannot feel any stimulation which they have always been able to do in the past. It is locked into a level which is inadequate for pain control and they are getting no relief. They need it where they can adjust it themselves. At one point they met with a manufacturer representative (rep) and they locked it into place and that has made it worse. They just need help with this piece of stuff in their back and need someone to respond. Issue is not resolved. Actions planned are more phone calls and take it up with pain management doctor when they can them.

Event description:
Additional information was received from the patient. They reported that they cannot adjust stimulation at all and it is not sufficient for their pain. They have been unable to get anyone to respond (sales rep). Pt stated they were adjusted once and made it worse. That is when they became unable to make any adjustments on their own. The issue is not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that their stimulator is not working and they are in a tremendous amount of pain. Patient stated that they have not been able to get a hold of a manufacturer representative (rep)  and are getting pretty desperate. Patient mentioned that the last time they had their implanted device adjusted, the representative adjusted it to the point where they could not adjust it themselves and the representative had to adjust it for them. Agent reviewed role of representative and emailed local reps for further assistance. Patient also mentioned that they stopped charging the implanted device because they could no longer tell if the device was doing anything. The issue was not resolved. Pt called back stated they are getting a message that says settings not available, cannot provide your desired intensity settings. Patient stated they have tried resetting the controller and that did not resolve the issue. Patient service specialist had caller unlock the controller and confirmed that stimulation is on, but pt doesn't think it's on because they are not feeling the therapy. Pt stated they were walking yesterday and thought they weren't going to make it and was hurting so bad. Pt stated "it kills me" when the therapy isn't working. The issue was not resolved through troubleshooting. Agent reviewed settings not available message, role of rep, and provided nas#. The patient was redirected to their healthcare provider to further address settings not available message and pain.